Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument was found with the main tube bent near the distal end, approximately 3.8 from the base of the grip. Additional observation found instrument main tube with material removed near the bending point. The roll gear was found broken at the base of the main tube. The evidence was inconclusive, but the damages were likely due to mishandling. General precautions and warnings - single-site instruments should be handled and operated by trained personnel. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Always have a backup instrument available to complete the surgical procedure in case of instrument failure. Clean the instruments immediately after each use. Do not allow debris to dry on or inside the instrument intraoperatively before instrument processing. In order to keep the instrument from drying when soiled, keep the instrument in water or an enzymatic bath between the surgical procedure and instrument processing. The instrument may also be flushed through the main flush port with sterile water during use to minimize buildup of internal deposits of bio-material. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si cholecystectomy procedure the fundus grasper instrument was noted to have a bent shaft. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.